Manufacturer narrative:
The event occurred in other country.

Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system and a laboratory instrument with the following results: inform system = 4.3 mmol/l, lab= 3.1 mmol/l, inform system = 3.6 mmol/l, lab= 2.5 mmol/l, inform system = 4.5 mmol/l, lab= 3.0 mmol/l, inform system = 3.0 mmol/l, lab= 2.1 mmol/l, inform system = 4.2 mmol/l, lab= 3.0 mmol/l, inform system = 4.1 mmol/l, lab= 2.8 mmol/l, inform system = 3.4 mmol/l, lab= 2.6 mmol/l, inform system = 4.5 mmol/l, lab= 2.6 mmol/l, inform system = 3.8 mmol/l, lab= 2.5 mmol/l, inform system = 2.6 mmol/l, lab= 1.6 mmol/l. All comparisons were performed within 10 minutes. Reporter did not indicate if pt was treated based on the value obtained on the inform system. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.